Event description:
In november of 1996, the pt experienced a right, subtrachanteric femur fracture. The treatment at that time is unk. In january of 1998, a dhs plate was implanted into the pt due to a non-union. In august of 1998, it was noted that the plate had broken. On september 23, 1998, the plate was removed. The surgeon has stated that "failure of implant can be expected in this area."